Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in moderately turtouos and severely calcified right coronary artery. A 4.00x20mm synergy drug-eluting stent was advanced for treatment. However, when the device was advanced through another deployed stent, it would not advanced. As the physician removed the device, the stent was dislodged on the previously deployed stent and migrated into the aorta. A snare was used to retrieve the stent fully intact. The physician did not attempt to place another stent after that. No patient complications were reported.